Event description:
The user facility reported that the floor locks of their 3085sp surgical table unlocked twice during a patient procedure. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the table and found that the floor lock indicator light was intermittently illuminating when the table's floor locks were engaged. Further inspection found that the table's floor lock micro switch required adjustment. Adjusting the micro switch ensures that the electrical contact is reliably closed to activate the floor lock indicator on the hand control showing the floor locks are engaged and in a locked state. The technician repaired the table and returned it to service.